Event description:
In 2008 the pt reported she initially had difficulty with her insulin infusion headset properly adhering. She stated she is now cleaning the site with alcohol and allowing it to dry completely before inserting the headset. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.